Event description:
It was reported that there has been frequent blocking. It was later reported from the international business center representative on 02oct18, the patient's supra pubic catheter gets blocked often, which required them to change every 10 days.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there has been frequent blocking. It was later reported from the international business center representative on (B)(6) 2018, the patient's supra pubic catheter gets blocked often, which required them to change every 10 days.